Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it was discarded on-site. The customer reports of stenosis and regurgitation were unable to be confirmed through image evaluation. Three color images of explanted valve were provided. X-ray analysis is required for calcification evaluation. Valve appeared to have a torn leaflet with extrinsic growth on the surface of the leaflets on both aspects. Valve also appeared to have a ring of host tissue overgrowth encroaching into the leaflets and around the stent circumference of the valve on the inflow aspect. Wireform also appeared exposed on one of the commissures. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 1 month due to pannus, stenosis and regurgitation. The explanted device was replaced with a 25mm 11500a valve. Images are available. Images evaluation: the customer reports of stenosis and regurgitation were unable to be confirmed through image evaluation. Three color images of explanted valve were provided. X-ray analysis is required for calcification evaluation. Valve appeared to have a torn leaflet with extrinsic growth on the surface of the leaflets on both aspects. Valve also appeared to have a ring of host tissue overgrowth encroaching into the leaflets and around the stent circumference of the valve on the inflow aspect. Wireform also appeared exposed on one of the commissures. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.